Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) with non-boston scientific leads displayed noise causing oversensing with pacing inhibition greater than two seconds asystole. Five episodes of non-sustained ventricular tachycardia were revealed. The patient with this device has previously had an ablation and is pacemaker dependent. This device is implanted subpectorally. Isometric maneuvers were performed. The noise could not be reproduced. When the patient pushed their arms upwards, noise was noted on the right ventricular channel. It was thought there may be a connection issue. A chest x-ray was performed. A follow up visit has been scheduled for a follow up visit in two weeks. An internal technical service consultant was contacted and verified the pacing inhibition and additionally thought if no connection issue, may be due to metal to metal contact with an abandoned lead or a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.